Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2008; product ID: 6935m62 lead, implanted: (B)(6) 2014; product ID: 459888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited significant battery depletion due to right atrial (ra) lead undersensing. Programming changes were made. The device and lead remains in use no patient complications have been reported as a result of this event.